Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient infusion set needle is stuck and harder to remove. No further information was available.

Manufacturer narrative:
(B)(6).